Event description:
It is reported that upon opening the implant onto the sterile field, it was discovered the clear plastic box and sterile inner seal was broken. The surgeon had to downsize to a size smaller component to complete the surgery.

Manufacturer narrative:
Evaluation summary: a complaint history search yielded no additional complaints against this item/ lot combination. Based on a review of the packaging it is likely the device was dropped or experienced a heavy impact during transit. As such, the cause for the reported event is being classified as transit damage likely. A nexgen rotating hinge knee femoral component, size d, right, outer box, inner and outer packaging cavities, and foam surrounding the device were received for review. As received both inner and outer cavities have a crack form top to bottom. The box appears to be worn and shows signs of rough handling; however it cannot be determined if this occurred prior or after opening of the package.